Event description:
The i.v pole pivot weldment was broken and could potentially fall in an unintended direction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.